Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked from port 2. The event occurred during an unknown process step during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: the issue involved an ¿unknown quantity¿ of devices (indicated as one on initial). The event was further described as the ¿valve set changed but it still has occlusions and leak¿ (omitted on initial). Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.